Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the multi-link 8 stent was attempted to be pressurized with an indeflator, the stent delivery system (sds) balloon could not be inflated and blood was noted to be back-flowing into the sds catheter. The device was exchanged for another multi-link 8 stent of the same size, which was implanted successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported leak and inflation difficulty was confirmed and was likely due to the case circumstances. Based on returned device testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.